Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump with a failure code 814:09 was confirmed during product evaluation as a downstream occlusion no alarm failure. This condition was due to a defective pump head module (phm) on channel c. The channel c pumphead module was replaced to fix the reported condition. A service history review revealed no previous service events were related to the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The baxter service technician reported a colleague infusion pump which failed to alarm for a downstream occlusion on channel c during device evaluation. There was no patient involvement. This device is an unremediated colleague pump with a user interface module software version of 5.04.00. No additional information is available.